Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (particle / hair) was found in the packaging. This event was found on 1 of (B)(4) units of n103a, lot#17088027 and 1 of (B)(4) units of n104a, lot#17108027.

Manufacturer narrative:
The packages returned to stryker instruments, (B)(4), will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue. The manufacturing site has been corrected to reflect the accurate location.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (particle / hair) was found in the packaging. This event was found on 1 of 90 units of n103a, lot#17088027 and 1 of 3 units of n104a, lot#17108027.